Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. (B)(6). The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Device history records was conducted. The report indicates that the: no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the mixing of metals proximal femoral nail antirotation (pfna nail- stainless steel, pfna blade - titanium). Patient was admitted with a prox femur fracture. Fracture was reduced and fix with a pfna nail and blade with 2 x locking bolts distally. After the operation, it was noticed that the code started with a (2) meaning that it is possible that a stainless steel implant was inserted. Stainless steel pfn a implants are not sold in south africa. Unknown how implant ended up in south africa. No patient harm reported. This report is 1 of 4 for (B)(4).